Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the patient line. Customer primed the tubing to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer changed the cartridge to resolve the issue. Customer's blood glucose level ranged between 255-258 mg/dl.